Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported loss of communication between insulin pump with transmitter. Customer received cannot find sensor signal alert. Troubleshooting was performed. The customer reported correct transmitter ID was programmed in insulin pump. Customer reported issue did not got resolved by removing sensor. Customer reported transmitter did not blinked on and off when connected to tester. No harm requiring medical intervention was reported. The transmitter will be returned for analysis.